Event description:
It was reported that the patient received inappropriate high voltage therapies. A right ventricular (rv) lead revision was attempted; however, when the lead was re-connected to the device there was no capture. The physician chose to replace only the device and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate high voltage therapies. A right ventricular (rv) lead revision was attempted; however, when the lead was re-connected to the device there was no capture. The physician chose to replace both the device and lead. The lead was capped and the device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).